Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with ketones. Reportedly, the customer changed the supplies on the pump and delivered a correction bolus to address bg level. As the customer was unable to perform troubleshooting at the time of the call, a follow-up call was requested. Although requested, no further information was provided regarding the reported event.